Event description:
The account reported that during an emergency case, each time the dr pulled back on the syringe, 1 cc of air was pulled into the barrel. With each occurrence, the dr de-bubbled the syringe. It was reported that the physician has a "tendency to pull the plunger back fast." The dr indicated that the air was coming from behind the plunger tip. Although the merit sales rep indicated that there were several other occurrences, a specific number of occurrences has not been reported by the user, nor have any specific details of any other incident been reported. No pt injury or harm occurred as a result of the event reported herein.